Event description:
It was initially reported by the surgeon's nurse that the pt was referred to them due to some "impedance" problem. She did not have any specifics about the problem. She stated that the pt falls a lot and may have damaged her device during a fall. Pt is also complaining. Good faith attempts to obtain additional info has been unsuccessful till date.